Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, the patient underwent initial spine fusion surgery (from a transforaminal posterior approach) on the lumbar region of her spine from vertebrae l4 to l5, with the help of rhbmp-2/acs. It was reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Post-op, after a period of relief, the patient complained of progressively worsening back pain, which necessitated subsequent surgeries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008: pre-op diagnosis: grade 1 l3-l4 spondylolisthesis with severe spinal stenosis. L4-l5 spinal lateral recess stenosis. Left l5 spinal and lateral recess stenosis. Bilateral lower extremity pain and weakness. Neurogenic claudication. Hypertension. Gerd with a history of peptic ulcer disease. Depression. Procedure: decompressive laminectomy at l2-3,l3-4,l4-5 and l5-s1. Bilateral l3,l4,l5 and s1 foraminotomies. L3-4 transforaminal posterior lumbar interbody fusion. Reduction of grade 1 l3-4 spondylolisthesis. Placement of l3-4 pedicle screw rod fixation and interspinous clamp. Use of spinal system and pedicle screws and clamp. Use of bmp. Use of bone graft allograft. Use of auto graft. Use of c-arm fluoroscopy. Use of intraoperative ¿ssep¿ monitoring. Pre-op notes: peek transforaminal posterior lumbar interbody fusion spacer was packed into the l3-4 disk space under c-arm fluoroscopic view. The space was packed in its center with a bmp impregnated collagen sponge. Rest of the disk space at l3-4 was packed with other three bmp impregnated collagen sponge along with autograft that was harvested from our decompression as well as bone graft allograft. On (B)(6) 2010: patient was admitted to the hospital with back pain. Pre-op diagnosis: l4-5 disk protrusion and l4-5 spinal and lateral recess stenosis secondary to that. Neurogenic claudication. L2-3 spinal stenosis and lateral recess stenosis. Status post l3-4 transforaminal posterior lumbar interbody fusion and decompression in past. Hypertension. History of gerd wit peptic ulcer disease. Hype rcholesterolemia. History of depression. Osteoporosis. Procedure: decompressive laminectomy at l2-3, l4-5. Removal of clamp. Use of c-arm fluoroscopy. Bilateral l3 and l5 foraminotomies. Excision of central disc protrusion at l4-5. On (B)(6) 2014: patient presented for office visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.